Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed a distorted or blank image. The issue occurred during procedure, and the pedi diagnostic bronchoscopy procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was repaired and passed all functional and visual tests prior to being sent to the customer. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is unable to be determined since the issue could not be duplicated; device problem excluded. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.